Event description:
A neurotrend sensor (lot # 713-447) was returned via johnson & johnson professional inc. There was no info to suggest an adverse event had occurred. When the sensor was subjected to routine investigation it was seen that the sensor had been damaged, and a decision to report was made.